Manufacturer narrative:
Block h6: imrdf code a150103 captures the reportable event of premature deployment, egd or unknown procedure, also unknown location or esophagus. Block b3: approximated based on the date the manufacturer became aware of the event. Block h11: investigation results: the resolution 360 ultra clip was not returned for analysis. The device was disposed; therefore, a technical analysis could not be performed. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction. Additionally, based on the most relevant information for the complaint including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, the definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was use during a procedure. During the procedure, the clip prematurely deployed in an unknown location. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. No further information has been obtained despite good faith efforts.